Manufacturer narrative:
B1: adverse event. H10: serious injury. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture, inside a microcentrifuge vial. Visual inspection found a haptic torn. Claim#: (B)(4)

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +20.0 diopter, intraocular lens tore during insertion. Removed with no patient complication. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.